Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. Patient 1 initial sodium result was 153 mmol/l, and the repeat result from a different cobas pro ise analytical unit was 141 mmol/l.

Manufacturer narrative:
The electrode lot number was dem64. The expiration date was not provided. The field service engineer found that the sample probe was compromised, and the sipper nozzle was dirty. He replaced the sample probe, performed software adjustments to the sample probe, and cleaned the sipper nozzle, vacuum nozzle, dilution vessel, electrodes, and electrode compartment. He primed the ise, performed ise checks, and performed precision with results within guidelines. The customer performed ise calibration and qc with results within guidelines. The investigation determined that the service actions resolved the issue.